Manufacturer narrative:
This display was blank due to a capacitor at the liquid crystal display, puncturing the isolation tape and making contact to the positive side of the battery tube.

Event description:
It was reported that the batteries in the insulin pump were only lasting for one day. Nothing further was reported.